Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device instrument being used outside of a procedure. It was reported that there was a damaged spine clamp. It would not close and the screw would spin, but not engage. There was no patient present when this issue was identified. No further information was provided.